Event description:
It was reported that an asymptomatic patient presented in hospital for a generator change out procedure. The ventricular lead exhibited increased capture threshold. The lead was capped and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).